Manufacturer narrative:
Continuation of d10: product ID 97755, lot# serial# (B)(6), product type recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient reported that they have been having problems with the recharger not being able to find the implanted neurostimulator. Patient stated that the issue has been going on for probably 6 months. Patient also stated that for the last month the controller will say to recharge the controller batteries soon even though the controller is at 100%. Patient stated the screen will go white and they have to reset the controller in order to get the controller to come back on. Patient mentioned that they have to do controller resets way more than they used to; patient added that they always get the message batteries low replace controller batteries soon. Patient noted that the recharger paddle gets really hot and that it takes a long time to find the implant when they start a charge session. Agent walked patient through a controller reset; patient confirmed controller powers on. Patient confirmed no physical damage on recharger. Patient then connected recharger and confirmed that it was taking a long time to locate the implant; patient stated they were stuck on looking for a device and that when this happens they usually do a controller reset and start over. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Analysis of the [recharger], model [97755 ], s/n [(B)(6) ], revealed. Analysis found: no anomalies were visually observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.